Manufacturer narrative:
Synthes is unable to provide the PMA/510k number, expiration date and the date of manufacture at this time. It will be determined in the device history records review: DHR requested. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Patient participated in a multi-level prodisc-l four (4) year study program, implantation, levels l4-l5 and l5-s1, and received surgery on (B)(6) 2004 at (B)(6) hospital in (B)(6). On a follow up visit, date unknown, patient presented with continued pain. Patient was advised to continue pain management. No additional medical treatment was provided. This is three of six reports for this event.